Event description:
Part of the spring in k-wire cutter handle broke while demonstrating function of the instrument. The other half of spring broke upon inspection of instrument.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event of the broken springs could be confirmed. Based on the currently available information, the root cause can be attributed to a mechanical stress which has been observed. The appearance of the fracture surface shows clear indications of a forced rupture this reveals that the break was caused by overload. The visual inspection showed clearly that both springs are completely broken off (weakest point of the spring at the screw hole). Discolorations / corrosion are also evident (especially around the spring connections) which indicated that the springs may have been cracked previously which finally lead to the breakages (please ensure to follow the instructions for cleaning, sterilization, inspection and maintenance (ref# (B)(4)). The pliers as such is otherwise still in good shape. Note that the fracture surfaces of both springs shows clear indications of an inter crystalline forced rapture mode due to stress crack corrosion which finally led to the breakage caused by overload. Please note that as we had several complaints of such nature (spring breakages), it was decided to initiated a corrective action CAPA (B)(4) (june 2011) in order to eliminate such problems in the future. It was found that the test jig had to be enhanced in order to accommodate the springs accordingly. Also the staff members had been retrained. A review of the device history for these particular spare parts (springs) was not possible because the neither article nor lot number was known. A review of the labeling did not indicate any abnormalities as well. No indications of material, manufacturing or design related problems were found during the investigation (observation concerning cracked/broken spring has been addressed). Additional information: the instructions for l24002000-en k0213 cleaning and sterilization guide was reviewed: ¿before preparing for sterilization, all medical devices should be inspected. Generally un-magnified visual inspection under good light conditions is sufficient. All parts of the devices should be checked for visible soil and/ or corrosion. Particular attention should be paid to: soil ¿traps¿ such as mating surfaces, hinges, shafts of flexible reamers. Recessed features (holes, cannulations). Features where soil may be pressed into contact with the device, e.g. Drill flutes adjacent to the cutting tip, sides of teeth on broaches and rasps. Cutting edges should be checked for sharpness and damage. For devices that may be impacted check that the device is not damaged to the extent that it malfunctions or that burrs have been produced that could damage tissues or surgical gloves. Functional checks should be performed where possible: mating devices should be checked for proper assembly. Medical devices with moving parts should be operated to check correct operation (medical grade lubricating oil suitable for steam sterilization can be applied as required). Rotating instruments (e.g. Multiple use drill bits, reamers) should be checked for straightness (this can be achieved by simply rolling the instrument on a flat surface).¿note: ¿stryker osteosynthesis typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. However, for certain instruments end of life has been defined, verified and specified with either a number of uses or an expiration date. See appendix 3 in the l24002000-en k0213 cleaning and sterilization guide for further details.¿ [original statement]

Event description:
Part of the spring in k-wire cutter handle broke while demonstrating function of the instrument. The other half of spring broke upon inspection of instrument.